Event description:
It has been reported to philips that the mcs monitor was not visible. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event and customer was performing coronary diagnosis procedure. The procedure was completed as planned, by seeing the echo system monitor display since the echo system signal unable to view in mcs. The philips field service engineer (fse) inspect the system onsite and confirmed that the mcs not visible in cx50 and lan cable need. During troubleshooting, fse found that cable signal was okay found the dvi extended signal cable was defective. Fse replaced the cable. After that the system was returned to use in good working order.the codes were updated based on the investigation outcome.